Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device smells like burnt wire. The patient reports they woke up, went to the bathroom, put the mask back on and it smelled hotter. The patient states the device smells like it is burning and didn't see smoke. The device was plugged into the wall outlet. The patient continues to use the device and the smell has continued. The patient reports not being harmed. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device smells like burnt wire. The patient reports they woke up, went to the bathroom, put the mask back on and it smelled hotter. The patient states the device smells like it is burning and didn't see smoke. The device was plugged into the wall outlet. The patient continues to use the device and the smell has continued. The patient reports not being harmed. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.